Event description:
The dr reported that the lens dislocated into the vitreous. The lens was implanted approx yrs ago with a subsequent yag procedure 1 yr later. No other info was available from the dr.